Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('a few day's ago it was my right side/ pain made me drop to knees/ today woke up on my left side. Hurts to walk, stand and sit / stabbing pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "6 miscarriages been told 3 times full blockage". In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), abdominal distension ("abdominal distension / bloating"), swelling ("body swollen"), headache ("headache"), muscle spasms ("awful cramps"), menstruation irregular ("periods come and go when they feel like"), fatigue ("fatigued / tired"), discharge ("discharge"), mood swings ("mood swings"), discomfort ("felt trapped in my body"), device dislocation ("full blockage but yet one coil is missing now"), habitual abortion ("6 miscarriages"), blister ("blister") with pruritus, arthropod bite ("got stung today"), skin swelling ("it swelled up"), migraine ("migraines"), cyst ("cyst") and rash ("rash"), was found to have weight increased ("weight gain") and was found to have a pregnancy with contraceptive device ("6 miscarriages been told 3 times full blockage"). The patient was treated with vinegar on skin. At the time of the report, the pelvic pain, abdominal distension, swelling, blister, arthropod bite, skin swelling, migraine, cyst and rash outcome was unknown and the weight increased had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal distension, arthropod bite, blister, cyst, device dislocation, discharge, discomfort, fatigue, habitual abortion, headache, menstruation irregular, migraine, mood swings, muscle spasms, pelvic pain, pregnancy with contraceptive device, rash, skin swelling, swelling and weight increased to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: abdominal distension, swelling and weight gain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jun-2020: sm received : events added- cyst, rash. Reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('a few day's ago it was my right side/ pain made me drop to knees/ today woke up on my left side. Hurts to walk, stand and sit / stabbinng pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "6 miscarriages been told 3 times full blockage". In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), abdominal distension ("abdominal distension / bloating"), swelling ("body swollen"), headache ("headache"), muscle spasms ("awful cramps"), menstruation irregular ("periods come and go when they feel like"), fatigue ("fatigued / tired"), discharge ("discharge"), mood swings ("mood swings"), discomfort ("felt trapped in my body"), device dislocation ("full blockage but yet one coil is missing now"), habitual abortion ("6 miscarriages"), blister ("blister") with pruritus, arthropod bite ("got stung today"), skin swelling ("it swelled up"), migraine ("migraines"), cyst ("cyst") and rash ("rash"), was found to have weight increased ("weight gain") and was found to have a pregnancy with contraceptive device ("6 miscarriages been told 3 times full blockage"). The patient was treated with vinegar on skin. At the time of the report, the pelvic pain, abdominal distension, swelling, blister, arthropod bite, skin swelling, migraine, cyst and rash outcome was unknown and the weight increased had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal distension, arthropod bite, blister, cyst, device dislocation, discharge, discomfort, fatigue, habitual abortion, headache, menstruation irregular, migraine, mood swings, muscle spasms, pelvic pain, pregnancy with contraceptive device, rash, skin swelling, swelling and weight increased to be related to essure. No further causality assessment were provided for the product. Concerning the injuries reported in this case, the following one/ones were reported via social media: abdominal distension, swelling and weight gain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-jul-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('a few day's ago it was my right side/ pain made me drop to knees/ today woke up on my left side. Hurts to walk, stand and sit / stabbing pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "6 miscarriages been told 3 times full blockage". In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), abdominal distension ("abdominal distension / bloating"), swelling ("body swollen"), headache ("headache"), muscle spasms ("awful cramps"), menstruation irregular ("periods come and go when they feel like"), fatigue ("fatigued / tired"), discharge ("discharge"), mood swings ("mood swings"), discomfort ("felt trapped in my body"), device dislocation ("full blockage but yet one coil is missing now"), abortion spontaneous ("6 miscarriages"), blister ("blister") with pruritus, arthropod bite ("got stung today"), skin swelling ("it swelled up") and migraine ("migraines"), was found to have weight increased ("weight gain") and was found to have a pregnancy with contraceptive device ("6 miscarriages been told 3 times full blockage"). The patient was treated with vinegar on skin. At the time of the report, the pelvic pain, abdominal distension, swelling, blister, arthropod bite, skin swelling and migraine outcome was unknown and the weight increased had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal distension, abortion spontaneous, arthropod bite, blister, device dislocation, discharge, discomfort, fatigue, headache, menstruation irregular, migraine, mood swings, muscle spasms, pelvic pain, pregnancy with contraceptive device, skin swelling, swelling and weight increased to be related to essure. Concerning the injuries reported in this case, the following one/ ones were reported via social media: abdominal distension, swelling and weight gain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media content received: events ¿headache¿, ¿awful cramps¿, ¿periods come and go when they feel like¿, ¿fatigued / tired¿, ¿discharge¿, ¿mood swings¿, ¿felt trapped in my body¿, ¿6 miscarriages been told 3 times full blockage¿ and ¿full blockage but yet one coil is missing now¿ were added. Pregnancy case. New reporter was added. On 23-mar-2020: new events: ¿blister¿ with symptom itching, "got stung today", "it swelled up¿ and ¿migraines". New reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.